Event description:
Supplemental report being sent due to the completion of the investigation on 02-jun-2023.

Manufacturer narrative:
Device evaluation: 2 x spsof-7-7 of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file has been opened to capture the off-label use of replacement device x quantity of 2. This file is related to pr377377(MDR ref#3001845648-2022-00743) and pr377383 (MDR ref#3001845648-2022-00746)- the stent was in a crooked position. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all spsof-7-7 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. IFU & label review: it should be noted that the instructions for use (ifu0055) states the following: ¿intended use: this device is used to drain obstructed pancreatic ducts¿. It also states: ¿notes: do not use this device for any purpose other than stated intended use¿. As per the IFU, the potential complication include: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of common bile duct, stent migration.¿ there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off-label use was concluded based on the available information. The intended use in the zimmon pancreatic stent IFU states ¿this device is used to drain obstructed pancreatic ducts¿ however, from the information provided the stent was placed into the common bile duct. Summary: failure identified: off-label use of replacement device . Confirmed quantity of 2 devices, used. Investigation findings conclude a definitive root cause of off-label use was concluded based on the available information. The complaint is confirmed based on customer/or rep testimony. The patient did require an additional procedure due to this occurrence- additional stent placement, a replacement cotton-leung stent was placed into the duct to leave the duct in an open position and to cover the puncture area that the other stent made resulting in off label usage. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Per rep - (B)(6) 2022 - pr (B)(4) - the physician doing the ercp went to remove the plastic stent. When he got to the ampula, he noticed that the stent was in a crooked position. He decided not to touch the stent. He took a sphincterotome and stuck it in the common bile duct and injected contrast and took an x-ray. At this point, he noticed that the end of the plastic stent was sticking through the wall of the common bile duct. At this point, he pulled the plastic stent out of the patient. After that, he stuck in a cotton-leung stent into the duct to leave the duct in an open position and to cover the puncture area that the other stent made. Pr (B)(4) - the physician said that this same problem also occurred in a previous procedure within the last few months but could not provide any further detail about that event. Pr (B)(4) - off label use of replacement device x quantity of 02. A section of the device did not remain inside the patient¿s body. The patient did require an additional procedures due to this occurrence- additional stent placement. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 2.0 examples of rpn prefixes chbs, chbso, clbs, clso(-sf), fs-oa, fs-pc, gc, gepd, gpds, gpso(-sf), gpsos(-sf), hgc, jpws, oa, oacl, oats, pc, sis, spsof, spsos, ttso, zebd, zepdf, zepds, zpsof, zpsos, zso & zss. Not applicable if problem occurred at removal. For all complaints, ask: does the complaint relate to: -device removal. Device placement. Device removal. Observation prior to patient contact what was the target location for the stent? Common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Storage room, light usually off, room temperature. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Unkr. Was the wire guide lubricated prior to use? N/a, yes, no, n/a. Was the wire guide inspected for damage prior to use? N/a, yes, no, n/a. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no, n/a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no, n/a. If yes, please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no - no. If not with the device in question, how was the procedure finished? Cotton-leung stent. What intervention (if any) was required? Cotton-leung stent placement. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -another day. Were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no - no. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: n/a. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. If other, please specify. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. Was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Where was the stricture located in the duct? Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no. After placement, was stent position verified? N/a, yes, no. If yes, please describe how. Please estimate the amount of time the stent was in place prior to this occurrence. Did any section of the device detach inside the endoscope or patient? N/a, yes, no. If yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient. Was the broken device retrieved? N/a, yes, no. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc). Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.